Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced a bent cannula event on (B)(6) 2025. The blood glucose level of the patient was 430 mg/dl. Also, the patient was not well, sick. Therefore, the patient went to hospital. Moreover, the site was patient's abdomen. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.